Manufacturer narrative:
This event occurring on an unspecified date in (B)(6) 2018. This lot was manufactured january 10, 2017 - january 12, 2017. Two actual intermate units were received at the plant for analysis. Visual inspection on the returned units via the naked eye noted the bladder has been ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) small volume intermates ruptured. This event occurred during filling of the intermates with sodium chloride and meropenem. There was no patient involvement. No additional information is available.